Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a continuous fault alarm while supporting a patient during his sleep. The patient remained asymptomatic during time of event. The customer also reported that the patient was switched to the backup driver without any adverse impact.

Manufacturer narrative:
The customer-reported alarm was not duplicated during the investigation process, and the driver functioned as intended. Since there was a fault code recorded in the alarm history that correlates with a malfunction of the u22 pressure sensor on the main printed circuit board assembly (pcba), the sensor's voltage output was measured and found to be within specification. To further assess the u22 pressure sensor correlating with the fault code, the sensor was decapped and showed signs of bond wire corrosion. Additional testing confirmed that the root cause of the customer-reported alarm was the degradation of the u22 sensor on the driver's main pcba. Syncardia has an open corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a continuous fault alarm while supporting a patient during his sleep. The patient remained asymptomatic during time of event. The customer also reported that the patient was switched to the backup driver without any adverse impact.